Event description:
It was reported that during a da vinci hysterectomy with bilateral salpingo-oophorectomy surgical procedure, it was noted that the cable on the pk dissecting forceps instrument was loose and frayed. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instruments pitch cables were frayed. The conductor wires were intact and undamaged, but the drive cable was frayed. The pitch up cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported frayed pitch cables if to recur could cause or contribute to an adverse event.